Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula with no issue. The timing and cause of the damage is unknown. While the damage was found, it could not be determined if it contributed to the reported event. The device ran a total of 610 pulses with no timeouts or drive stalls in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 270 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.